Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician noted that the fire star 2.5 x 20 mm balloon used for pre-dilation had a very slow deflation time. There was no reported pt injury. No additional info was provided. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.